Manufacturer narrative:
This report is submitted on june 5, 2018, (B)(4).

Event description:
Per the patient's surgeon, it was reported that the patient experienced granulation tissue at the implant site resulting in the decision to remove the abutment on (B)(6) 2018. Subsequently, the patient underwent revision surgery in order to convert the patient to a subcutaneous baha implant system. During the procedure, a magnet was placed on the internal fixture on (B)(6) 2018.